Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. 50512944) for female sterilisation. The patient had a medical history of migraine, pelvic pain, parity 2, gravida ii, headache, migraine, heart disorder, headache and chickenpox. The patient had a family history of heart disease, unspecified, cancer, anemia, migraine and hypertension. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: the left fallopian tube is 6.5 cm long x 0.5 cm in diameter. The right fallopian tube is 6 cm long x 0.5 cm in diameter. The fimbriated end of each tube is present. There are no lesions or suspicious areas identified. Lot number: 50512944. Manufacture date: 2010-05. Expiration date: 2013-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 30 year-old female patient who had essure inserted (lot no. 50512944) for female sterilisation. The patient had a medical history of migraine, pelvic pain, parity 2, gravida ii, headache, migraine, heart disorder, headache and chickenpox. The patient had a family history of heart disease, unspecified, cancer, anemia, migraine and hypertension. On (B)(6) 2016, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: the left fallopian tube is 6.5 cm long x 0.5 cm in diameter. The right fallopian tube is 6 cm long x 0.5 cm in diameter. The fimbriated end of each tube is present. There are no lesions or suspicious areas identified. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.